Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the customer was dissatisfied with the product dimensions. There was insufficient angulation, and it was also complained that the north/south tubes were not at a great enough angulation. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.